Manufacturer narrative:
Results of investigation: the devices, used in treatment, were not returned for evaluation, and the reported event could not be confirmed. A clinical analysis indicated that without product return for evaluation and/or clinically relevant supporting documentation, a thorough medical investigation could not be performed. Reportedly a revision surgery was performed due to implant loosening secondary to hinge stress. The patient impact beyond the reported loosening and revision could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing, traumatic injury, abnormal motion over time, design of device, bone degeneration, and lifetime of device. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to implant loosening. Hinge stress caused the fixation implants to be loose. Primary surgery performed on (B)(6) 2015.